Manufacturer narrative:
An abbott field service engineer inspected the architect i2000sr analyzer and tested all grounding on all motors within the reagent storage area and also on the reagent bracket screws. All grounding was good and as expected. No error messages were found in the message history log relating to power fluctuations and the analyzer was static free during the inspection. All reagent carousels were reseated and the carousel test was performed ten times consecutively with no static build-up observed. The field service engineer was unable to recreate any set of circumstances which would cause a static build-up for potential of shock to occur. Further device evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that while troubleshooting a reagent carousel error on the architect i2000sr analyzer, she removed the reagent carousel cover and found the rear diffuser dislodged causing the error. She reseated the diffuser and her finger made contact with the reagent barcode reader/bracket causing her to receive a shock in her finger on her left hand. She stated that she felt her face tingle briefly on the right side thereafter. She was wearing latex gloves at the time of the shock. Her finger was fine after approximately one hour and no medical treatment was needed or sought.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, and reviewing other customer complaints for similar issues. No other complaints were found in the field for an operator receiving any type of shock related to the architect i2000/i2000sr instrument within the past 6 months. Based on the available information, and the results of this evaluation, it was not possible to determine how the diffuser became dislodged. It was also not possible to determine a single definitive cause of the customer getting shocked when touching the grounded metal barcode reader bracket. However, a buildup of static electricity on the plastic diffuser which transferred to the operator's hand was not able to be ruled out as a potential cause of the customer getting shocked. When the operator touched the metal grounded barcode reader bracket (a different voltage potential) static electricity discharged. Review of the architect system operations manual describes numerous hazards and safety information including electrical hazards. Review of the architect I system service and support manual contains information regarding physical hazards which includes electrostatic discharge (esd). Review of the service history for architect (B)(4)returned no additional complaints regarding any problems with the diffuser becoming dislodged or operators experiencing any type of shock. Review of quality metrics for similar complaints identified no adverse or nonstatistical trends for the customer getting shocked by touching the barcode reader/barcode reader bracket. No malfunction or deficiency was identified.